Manufacturer narrative:
On 04/20/2019, the mentor failure analysis lab received the device for evaluation. On 04/25/2019, mentor received additional information about the event. The patient had both breast prostheses removed and they were replaced with a mentor memorygel breast implant 475cc gel breast prosthesis and a mentor memorygel breast implant 450cc gel breast prosthesis on (B)(6) 2019. In addition, patient developed capsular contracture (baker grade unknown) in her left breast. A separate medwatch report will be submitted for the left breast prosthesis. On 04/26/2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device and no foreign material was observed on the shell surface. During initial evaluation some creases were observed on the anterior and posterior aspect. Leak testing was performed according with mentor procedures and it revealed a rupture within crease on the anterior aspect, measuring approximately 0.2 cm. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture within a crease was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 325cc saline breast prosthesis, catalog #3501650, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 325cc saline breast prosthesis that deflated after implantation. The patient observed deflation in her right breast prosthesis. As a result, the patient will undergo explantation on (B)(6) 2019.

Manufacturer narrative:
Correction: capsular contracture was only reported to the FDA for the patient¿s left breast (in manufacturer report number (B)(4). The patient developed capsular contracture (baker grade unknown) in her right breast as well. This follow-up report is for reporting the patient¿s right breast capsular contracture. The suspect medical device was analyzed a second time: device evaluation summary: according to the information received, it was reported the patient experienced a deflation in a breast implant and developed capsular contracture. During evaluation of the sample some creases were observed on the anterior and posterior aspect. Leak testing revealed a rupture within crease on the anterior aspect, measuring approximately 0.2 cm. No other anomalies were observed. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint condition were identified. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).